Event description:
It was reported that the pt experienced a shocking or jolting sensation at her device site while her stimulation was turned off. The health care provider confirmed that the pt experienced pain and device erosion due to weight loss. The pt's device was turned off and explanted. No pt outcome was given.